Event description:
According to the information, there was a tubing tear in two areas above the pump.

Manufacturer narrative:
The return of the explanted components has been requested. At this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should the device be received, qa will file an addendum to this report if required.